Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: endoleak.

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. The ipsilateral leg was located in the right side. The patient tolerated the procedure. On an unknown date in 2017 (6 months after the initial procedure), follow-up computed tomography angiography showed a distal type I endoleak in the right leg. On (B)(6) 2017, reintervention was performed to repair the endoleak. The right internal iliac artery was coil embolized. A contralateral leg component was then implanted distal to the ipsilateral leg, and the right internal iliac artery was intentionally covered by the endoprosthesis. After that, the endoleak was no longer visible. The patient tolerated the procedure.